Event description:
Pt arrived to operating room suite to have davinci hysterectomy, bso, lyph node sampling, and omentectomy performed. Vessel sealer attempted to be used on pt during omentectomy. Device would seal the tissue but not divide it when the blade was activated.